Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient sustained a fracture of the proximal femur and the summit stem subsided. It was also indicated that there was loosening of the femoral stem at the bone to implant interface. Doi: (B)(6) 2018: dor: (B)(6) 2018; left hip.